Manufacturer narrative:
Additional information : the device was received for evaluation. The returned sample has been primed with unknown solution. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink secondary medication set was not flowing during infusion. The reporter stated that the primary set continued to infuse. To resolve the issue, the secondary set was disconnected from the primary set and reconnected, and therapy continued without any further issues reported. There was no report of patient injury or medical intervention associated with this event. No additional information is available.